Event description:
The customer reported the lateral lock appears stripped. No pt injury was reported.

Manufacturer narrative:
The ge svc rep replaced the c rotation brake assembly the c rotation locks satisfactory at this time.